Event description:
Reporter alleged discrepant back to back blood glucose results of 238, 217, & 69 mg/dl when testing was performed one test after the other on the compact plus system. Customer stated the results were obtained from the system meter memory which was checked due to the fact a result of 39 mg/dl was obtained without her experiencing any hypoglycemic symptoms. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.